Event description:
It was reported that during setup for a therapeutic laparoscopic colectomy procedure, the image on the flex deflectable videoscope disappeared within one to two minutes after connecting to the system. The procedure was completed using a non-olympus device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.